Event description:
The customer reported that his bg levels remained consistently high (in the range of 381 mg/dl) within the four hours after a pod was activated. A correction bolus had been administered, but his levels did not lower. Both the presence of blood and a kink were seen in the cannula, though the pod did not initiate an alarm. The pod will be returned for eval.

Manufacturer narrative:
The pod was not returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.